Manufacturer narrative:
Registration number 3009092818 exemption number e2016011. This report is filed on october 26, 2016. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient developed infection at abutment site. Clinical management is ongoing. The implanted device remains.

Manufacturer narrative:
It was reported that the patient's infection was treated with oral antibiotics (date and duration not reported). This report is filed on (B)(6) 2016.